Event description:
It was alleged that two patients experienced headaches, pressure and bleeding during use of nasastent resulting in the doctors decision to discontinue use of the product. No medical/surgical intervention or other patient complications have been reported. Report 2 of 2.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the product was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated, which could delay the timeline for product dissolution. Additional factors unrelated to the device used in the procedure that could have contributed to the reported event include the health of the patient and compliance with post-operative instructions. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device a review of the device history records did not identify any deficiencies in the material or process. There were no indications that would suggest the device did not meet product specifications upon release into distribution.